Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: attune cementless tibia loosening right knee. 2023 first implantation. The product was not returned to depuy synthes; however, x-rays and photos were provided for review. See attachment (B)(4). The x-ray investigation revealed radiolucency gaps around the device indicating lack of proper bone ingrowth to the fixation surface. Additionally, the photos revealed an improper bone ingrowth suggesting an inadequate osteointegration with the implant. A manufacturing record evaluation was performed for the finished device [150611007 / 4091589] number, and no non-conformances or manufacturing irregularities related to the complaint condition were identified. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune rp tib base sz 7 por would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [150611007 / 4091589] number, and no non-conformances / manufacturing irregularities related to the complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the attune cementless tibia was loosening. Right knee 2023 first implantation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d6b, d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.